Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal or battery event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) was hot to the touch and the battery compartment would not close. No impact to blood glucose levels was reported. Patient also reported the battery will not hold a charge.